Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. There was no reported device malfunction and the product was not returned. The reported patient effect of death, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report#. Article: provisional side branch-stenting for coronary bifurcation lesions: evidence of improving procedural and clinical outcomes with contemporary techniques.

Event description:
It was reported through a research article identifying xience that may be related to a death or serious injury. Specific patient information is documented as unknown. Details are listed in the attached article, titled: provisional side branch-stenting for coronary bifurcation lesions: evidence of improving procedural and clinical outcomes with contemporary techniques. Clinical outcomes noted in article: death; myocardial infarction; coronary artery bypass graft; stent thrombosis; restenosis; target lesion revascularization. No additional information was reported.